Event description:
It was reported that 2 batteries do not last in the platform. Each battery lasted 5 mins and the system shut down. Manual CPR was administered; pt outcome is unk. Customer is also sending the battery charger (in addition to the autopulse platform) for eval. No adverse event reported. Autopulse platform: MFR report# 3003793491-2013-00226, autopulse battery charger: MFR report# 3003793491-2013-00229.

Manufacturer narrative:
Reported complaint of platform shuts down after 5 mins was not verified. Archive file shows that on (B)(6) 2012 (the date of reported event) battery sn (B)(4) was used, but it had low voltage during compressions. Using the (B)(4), platform ran for 25 mins. Using the (B)(4), platform ran for 7 mins. No issue were observed in either test. No adverse event reported.